Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9057871. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin did not flow during priming or injection with a bd pen ndl 32g 4mm hp 100 box 1200 ca. This occurred on 25 separate occasions prior to use. The following information was provided by the initial reporter: (1 of 2) it was reported that nothing came out of the pen needle during the injection and during priming. Spouse of a consumer reported his half of the box did not work she had to throw. She confirmed nothing came out of the pen needle during the injection and during the priming. He has been using insulin for long time. He does the priming. He uses the new pen needle each time of his injection. He visually tests the needle to see if it is straight. He does rotate the injection site for injection. He uses the insulin before bed.